Event description:
Pt required biopsy for possible liver hematoma. Physician initially placed a coaxial needle into cirrhotic liver with difficulty perhaps hitting a rib cartilage. Physician removed coaxial needle and repositioned it a second time. Physician withdrew stylet and inserted biopsy device. Biopsy device stopped approx 3 cm short of desired site. Physician tried to reinsert stylet but was unsuccessful. Physician removed coaxial cannula and discovered distal tip had broken off. After consulting with pt's dr it was decided surgical intervention would alleviate possible bleeding and abdominal cavity discomfort. The surgical intervention to remove distal tip was successful and also permitted the biopsy to be completed surgically. Pt appeared to be fine following surgical intervention.